Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02387. It was reported the patient stated she has never received effective stimulation therapy in her back since her implant. However, the patient did state the stimulation was covering her desired area of pain when she was tested intra-op. X-rays did not reveal any anomalies. Regardless, the patient will undergo surgical intervention as the next course of action.